Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the opened samples noted three needles, two partial sutures and one full suture. Each needle was attached to one suture. The three needles were bent near the tip, one of he needles had an additional bend on the swage side of the needle. Upon microscopic inspection, instrument marks were observed near the bent sites. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hip replacement procedure, the device needle bent. They then used another device to resolve the issue in order to complete the case. There was no patient injury.